Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission of a non-dependent asymptomatic patient revealed two non-sustained rv oversensing episodes due to post-paced t-wave oversensing. Programming changes were suggested.

Event description:
New information received notes that programming changes were made. Patient was asymptomatic and was fine.